Manufacturer narrative:
(B)(4). This report for a system error 2240 was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient disconnected prior to the time of the alarm and then reconnected. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number for this device is unavailable; therefore, a batch review cannot be conducted. Since the sample is not available for evaluation, baxter cannot determine root cause. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted global technical services (gts) and reported a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 1, the patient was connected at the time of the alarm. The patient disconnected prior to the alarm and re-connected. The technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to start over using new supplies. There was patient involvement. No injury or medical intervention was reported. No further information is available.